Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose 208 mg/dl. The customer was treated for high blood glucose with novalog pen. During the troubleshooting, customer found that the infusion set cannula was bent. The customer was advised that this may contributed to high blood glucose. The customer declined to continue troubleshooting. The customer was sent 2 sets and return product for analysis.